Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values the day the sensor was inserted in the abdomen. On the night of (B)(6) 2024, the cgm was 40 mg/dl and the bg was 107 mg/dl. It was not documented whether he had symptoms. He started drinking sugar water despite the euglycemic bg, and the unspecified value went up to 161 mg/dl and he went back to bed. About 30 minutes later, his phone started buzzing again and it was going down again. It was not documented whether the patient had symptoms. He went to the fire department near his house, and they took him to an ambulance and the bg was 172 mg/dl, but on his phone, it shows nothing at all. They reached the emergency room at the hospital, and they performed a lot of tests and medications as the patient was hypertensive and having an anxiety attack. The hospital gave him hydralazine and clonidine which he normally used to lower down his bp, but he cannot remember what other tests are were performed nor other medication. When the patient's blood glucose was stable, he was discharged around 1 am on (B)(6) 2024. At the time of the report, the patient was okay and had already recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.